Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from a patient sample and a troponin I free sample using vitros tropi es reagent pack lot 2540 processed on the vitros eciq immunodiagnostic system (s/n (B)(4)). The most likely assignable cause for the higher than expected result is analyzer related as a within-run tropi es precision test was outside of ortho guidelines, indicating the vitros eciq system was not performing as intended. The ortho fe performed service actions to multiple analyzer subsystems including replacement of the reagent metering probe and cleaning the microwell incubator and reagent supply. Acceptable within-run precision results were obtained following service actions indicating the vitros eciq integrated system was performing as expected. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not adhering to the sample collection device manufacturer¿s recommendations, so it is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed. Based on historical quality control results, a vitros tropi es lot 2540 performance issue is not a likely contributor to this event.

Event description:
The customer observed non-reproducible, higher than expected troponin I results obtained from one patient sample and one troponin I free sample processed using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample 0.068 ng/ml versus expected result of <0.012 ng/ml. Troponin I free sample 0.084 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were not reported from the laboratory and there was no allegation of actual patient harm. (B)(4).